Manufacturer narrative:
The customer¿s report of leaking at the site of the connector was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The partial set was detached. Inspection of the recently mated components observed no obvious damages or issues the maxplus connector's instructions do not indicate that the connector is rated for power injection use. The root cause was identified as use related.

Event description:
It was reported that sporadic leaking of an MRI IV contrast between the IV catheter and needleless connector occurred during power injection. It was confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a sporadic leaking of MRI IV contrast between the IV catheter and needleless connector during power injection. There was no patient harm.

Manufacturer narrative:
Correction on initial report: date received by manufacturer.

Event description:
It was reported a sporadic leaking of MRI IV contrast between the IV catheter and needleless connector during power injection. There was no patient harm.